Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 200 ohms in triad. Shock impedance trends were stable over the last year with measurements between 50-70 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 200 ohms in triad. Shock impedance trends were stable over the last year with measurements between 50-70 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.